Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery in the lower leg with stenosis. The 2.5x30mm trek rx balloon dilatation catheter (bdc) was being advanced when the delivery catheter broke into two pieces. A snare device was used to retrieve the separated portion and nothing was left inside the anatomy. It was at the end of the procedure when the device separated and the procedure ended without using another balloon or device there was no reported adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery in the lower leg. The 2.5x30mm trek rx balloon dilatation catheter (bdc) was being advanced when the delivery catheter broke into two pieces. The separated portion was successfully removed from the anatomy. The type of intervention performed was unspecified. There was no reported adverse patient sequelae and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the lesion treated was the peroneal artery with stenosis. A snare device was used to retrieve the separated portion and nothing was left inside the anatomy. It was at the end of the procedure when the device separated and the procedure ended without using another balloon or device. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents complaints from this lot. It was reported that the procedure was to treat a lesion in the peroneal artery with stenosis in the lower leg. It should be noted that the cdc, trek rx and mini trek rx, global, instruction for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported separation. However, possible factors that may contribute to a balloon separation may include, but not limited to, manufacturing damage, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. The investigation determined the reported unexpected medical intervention appears to be related to circumstance of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: medical device problem code: 1494 incorrect anatomy added.